Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information were made with the funeral home, primary physician and cardiologist office. No additional information is available. Concomitant product: d314trg, implanted: (B)(6) 2012. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. No further information was provided. Further review of the manufacturer¿s database indicated the patient died approximately seven months after an upgrade to a bi-ventricular ICD system. The cause of death has been requested and is not available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.